Event description:
It was reported that while inserting the implant, anchoring screw failed to lock with plate. Screw and plate remain implanted in the patient.patient outcome: no problem reported

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Manufacturer narrative:
Due to the unavailability of the device, no visual or functional examination could be performed to confirm the reported event. However, the attached x-rays, on the complaint, confirmed the reported event. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. The probable underlying root cause, is related to thread timing.